Event description:
The event is reported as: during a laparoscopic nephrectomy, as a clip was being applied, the jaws of the applier broke. No foreign pieces were left in the pt. No pt injury reported.

Manufacturer narrative:
Device is available for investigation, but has not been returned to MFR yet. The results of the investigation are not available at the time of this report.